Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Follow up for additional event information was performed. No additional event information or x-rays were obtained. A search of the complaints databases finds no other reports against the product/lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. No product problem has been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Tibial tray was loose and had to be revised.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.